Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire fracture occurred. The patient presented with multi vessel disease. The 100% stenosed lesion was located in the mildly calcified and moderately tortuous obtuse marginal one (om1) and circumflex. Difficulties were encountered as the physician advanced the 185cm j-tip pt2 moderate support guide wire up to the lesion, however, no difficulties were encountered as the guide wire was advanced across the lesion and into the distal om1. An unspecified balloon catheter was advanced and the lesion was predilated. Next, as the physician deployed the stent, it was noted that the distal 18mm of the pt2 guide wire detached and migrated to the distal portion of the om1. No attempts were made to remove the detached wire fragment. It was noted that the deployed stent remained well apposed to the vessel wall. The physician completed the procedure with this device. No further patient complications were listed and the patient's status was reported as "stable".

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.